Event description:
It was reported that the patient underwent a previous artificial urinary sphincter (aus) explant procedure due to unspecified reasons. A reimplant procedure was posteriorly performed in which a new aus was implanted. No information was provided about the patient's outcome.